Event description:
It was reported that there was difficulty advancing the catheter during implant surgery. The catheter was coiling up in the intrathecal space. The patient had a couple of previous spine surgeries and there may have been cement in the area of the spine. The healthcare provider (hcp) was going to try insertion again to avoid the areas that might have been affecting the catheter advancement. The catheter was implanted at the t12-l1 area. The doctor went in at almost a 90 degree angle and the catheter was two spinal levels above the insertion point. The catheter was anchored and there was good cerebral spinal fluid (csf) backflow. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).